Event description:
Procedure: stress ui/ pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The product was used for the treatment of genuine stress urinary incontinence, cystocele, vaginal vault prolapse, overactive bladder symptoms. Procedure performed: transvaginal tape sub-urethral sling using the advantage device, anterior colporrhaphy using pelvisoft xenograft, vaginal vault suspension using the intra-vaginal sling plasty, cysto-urethroscopy. After the procedure the patient experienced, rectocele, vaginal mesh complications. So treated with posterior colporrhaphy, vaginal mesh excision and surgisis graft placement, cystoscopy. After treatment, the patient experienced interstitial cystitis which is than treated by performing, cysto, bladder distention cystoscopic.